Manufacturer narrative:
One suspected device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed and found air detector door missing, air detector screws loose and in wrong location. Upon, performance verification testing confirmed that items found during visual inspection were causing the air detector not to detect a test set and the clamp not to operate properly. Replaced /repaired damaged air detector gasket, loose and missing interior screws, and housing screws missing or in wrong locations. Performed performance verification testing to determine that device is operating properly. Probable cause is damage to device not consistent with normal wear and tear.

Event description:
The customer returned the device stating, "door and air in line detector clamp or mechanism was missing and had a problem with recognizing the test set was loaded into the device during self-test". During device evaluation it was found damage to air detector.